Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 36 mmol/l (648 mg/dl) while wearing the pod between 5 and 24 hours. The pod was removed after it appeared insulin was leaking. Symptoms reported included dizziness, thirst and headaches. The patient claims to have changed pods themselves and drank multiple bottles of water, but did not receive any treatment while at the ER. The patient was released after 6 hours.